Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The device was returned with the needle fully retracted but approx 1 mm of the needle component remains exposed at the distal end of the outer sheath. The distal end of the outer sheath was subjected to a close visual examination. The distal end of the outer sheath is torn in appearance. Approx 2 mm of the outer sheath has detached from the device and was not included in the return. The location of the missing section of the outer sheath is unk. A close visual examination of the needle component was performed. What appears to be a very thin layer of the outer sheath has adhered to the needle. What appears to be a burnt section appeared on the distal end of the needle. This could have been caused by cautery being performed while the device was in place. A dimensional inspection was performed on the overall length of the sheath. The sheath measured 141.9 cm which is within our acceptable limits. The needle would extend and retract when handle manipulation was performed. We are unable to determine how the outer sheath became damaged and what caused the thin layer of the outer sheath to adhere to the needle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use condition could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. It is possible that forceful advancement of the device through the endoscope caused a damage to the outer sheath when the device was advanced beyond the elevator of the endoscope. Damage to the outer sheath can cause needle retraction difficulty, as reported. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the stylet to ensure proper function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history has been conducted. Based on this review, the likelihood of this type of report is rare. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopic ultrasound-guided fine-needle aspiration (eusfna) the physician selected a cook echotip ultra endoscopic ultrasound needle. The handle was adjusted to ensure the outer sheath length would be compatible with the endoscope to be used. The needle was confirmed to be fully retracted inside the outer sheath at this time. The needle was advanced through the endoscope and into position to take a biopsy. The needle was advanced into the lesion and cells were collected. The needle was removed from the endoscope. A second biopsy was performed so the needle was advanced through the endoscope and into position. Cells were collected while slightly moving the needle back and forth. The needle was removed from the endoscope. Another cook echotip ultra endoscopic ultrasound needle was used to continue the procedure. Upon completion of the procedure, the endoscope was washed. During the cleaning process a pinhole in the endoscope was noted. The physician suspected the pinhole was caused by the first cook echotip ultra endoscopic ultrasound needle used so the physician checked it. At this time the physician noticed the needle would not retract into the outer sheath. This info does not reasonably suggest a reportable event had occurred. The info provided by the user indicated a section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. On (B)(4) 2011, the product was received for eval. We confirmed a small section of the outer sheath (approx 2 mm in length) has broken and detached from the device. The detached section was not included in the return. This was communicated back to the user and the location of the missing sections is unk.